Event description:
It was reported by service report that the pt right siderail was not locking upright and there were sharp edges present on the broken top rail. No pt involvement or adverse consequences are reported.